Manufacturer narrative:
The investigation has just started. Results will be provided in a follow-up report.

Event description:
It was reported that automatic ventilation suddenly stopped. Patient support could be continued by means of manual ventilation; no consequences have occurred.

Manufacturer narrative:
The motor had been replaced in the field and discarded before the manufacturer could place a return request. The device was tested after the repair, found fully compliant to specifications and was returned to use. No log files covering the respective period were available anymore. Due to unavailability of parts and log files, the evaluation and assessment was limited to analysis of the written description. It can be concluded that the device responded to a malfunction of a single component as intended: the automatic ventilation was shut down due to a motor failure and the user was alerted to this condition by a corresponding alarm. Manual ventilation remains available to the full extent in this state and, dosage of volatile anesthetic agent is still possible as well. The exchange of the reportedly replaced parts was the appropriate measure to put this device back into fully operable condition. No patient consequences have occurred.

Event description:
Please refer to initial MFR. Report no. 9611500-2016-00076.